Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to a skin-borne infection that resulted in a pocket infection. This right ventricular (rv) lead was explanted. The pocket was cultured; it was noted that the patient may have picked at the incision. The patient was started on antibiotics, and system replacement was planned for a later date. There were no additional adverse effects reported.